Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the insulin pump will not power on. The reporter stated 2 new lithium batteries have been inserted and a new battery cap tried and the pump does not power on. There was no patient impact associated with this complaint. This complaint is being reported because the issue remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): the pump boots to verify screen with normal contrast and audible and vibratory alarms. The black box showed unacknowledged replace cartridge alarm on (B)(4) 2012 at 10:18pm and the alarm was not confirmed until (B)(4) 2012 8:23pm draining the battery. There was an unacknowledged alarm observed in black box. There was no damage to the battery cap or compartment. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The pump cover was removed to investigate, no evidence of moisture or evidence of damage to battery flex or power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.